Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by a software update. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that while using a dual surgeon side console (ssc) system, the master tool manipulators (mtms) on one ssc were not working. The customer informed the isi technical support engineer (tse) that one of the mtms dropped when the surgeon let go and they were unable to use telestration. The surgeon had moved to the other ssc to continue with the procedure. The tse recommended the customer to reboot the system and cycle the breakers on all subsystems. The tse viewed the error logs which showed both mtms were disabled by the customer after multiple wheel errors. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the other ssc. There was no patient injury as a result of the issue. The issue was not resolved with power cycling the system as a system software update was needed.